Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for lunch and experienced a low blood glucose (bg) level of 50 mg/dl. Juice was consumed to treat the low bg level.